Manufacturer narrative:
The device referenced in this report was discarded by the hospital after the procedure therefore, a physical examination could not be performed. Based on the provided information, the patient experienced a dissection prior to ivl usage. After ivl was performed, the patient was treated with rotablator, two stents were placed, and post dilatation was performed which is when perforation was observed. The timing of both the dissection and perf do not coincide the time ivl was used. Physician's perspective on what may have caused the event is unsure but felt that the calcium in the area treated with the ivl catheter was stalactite in composition. This created a loss in pressure in the ivl catheter, and then protruded through the vessel wall when post dilated with the 4.0 balloon. The patient expired at some point later in the day after the procedure. Shockwave medical is of the opinion that the observed adverse events (aes) do no coincide with the timing of ivl therapy and the relationship between the aes and ivl is unclear. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A c2 ivl coronary catheter was used to treat a calcified coronary artery. During the procedure, the physician attempted to pass a 3.0 non compliant balloon(nc) prior to using shockwave ivl catheter, which wouldn't pass. Next, physician then used a 1.5 burr rota and then a 3.0 nc. It was then noted that a dissection flap occurred from the rotablator. Physician then placed a 5.5 guideliner and delivered a 3.5 c2 ivl catheter and treated a segment past where he used rota. It was noted that a loss of pressure occurred in the ivl catheter. Physician then placed a 3.25 x 38 and 3.25 x 15 xience and then passed ivus. After that, physician post dilated with a 3.5 x 25 nc and then a 4.0 x 20 nc. The perforation of vessel occurred after the 4.0x20 nc. Angiography after these steps showed perforation in the mid lad. Balloon went up and papyrus stent(s) were deployed. Physician's perspective on what may have caused the event is unsure but felt that the calcium in the area treated with the ivl catheter was stalactite in composition. This created a loss in pressure in the ivl catheter, and then protruded through the vessel wall when post dilated with the 4.0 balloon. It was reported that the patient was put in bypass and expired later that same day after the ivl procedure.